Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. The customer explained that the insulin pump was given to her by her doctor but it is not registered under her name yet. Blood glucose value was 106 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer would be taking to her diabetes educator to arrange the replacement.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to faulty force sensor. The insulin pump had cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.